Event description:
It was reported that there was t-wave oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011, 09:00:23. The weekly pace lead impedance trend data shows a spike increase for max ventricular pace bi impedance from 513 to 4047 ohms peak between (B)(6) 2011, then returning to a baseline of 456 ohms on (B)(6) 2011. Oversensing was also noted as seven ventricular fibrillation episodes <=190 ms average v-cycle occurred between (B)(6) 2011, 09:46:56 and (B)(6) 2011, 16:33:05.